Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the high level sensors did not properly detect the water level. The technician changed the parts in the water level assembly, tested the unit, and found the unit to be operating properly. The unit was returned to service.

Event description:
The user facility reported their amsco 5052 washer chamber overfilled and leaked water onto the floor. No report of injury, procedure delays or cancellations.